Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and persistent bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced diabetes mellitus ("diabetes"). In 2010, the patient experienced bipolar disorder ("bipolar disorder"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient was found to have uterine leiomyoma ("fibroids on her uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping during her menstrual cycle"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bipolar disorder, diabetes mellitus and abdominal pain outcome was unknown and the fatigue, dyspareunia and uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: doctors have informed plaintiff that they need to perform an ablation if the medication for her fibroids is not successful. Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Previously reported insertion date: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs receive- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bipolar disorder, diabetes and abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and persistent bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced diabetes mellitus ("diabetes"). In 2010, the patient experienced bipolar disorder ("bipolar disorder"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient was found to have uterine leiomyoma ("fibroids on her uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("cramping during her menstrual cycle"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bipolar disorder and diabetes mellitus outcome was unknown and the dyspareunia, fatigue and uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: doctors have informed plaintiff that they need to perform an ablation if the medication for her fibroids is not successful. Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Previously reported insertion date: (B)(6) 2009. Discrepancy in date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion otherwise normal study. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and persistent bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced diabetes mellitus ("diabetes"). In 2010, the patient experienced bipolar disorder ("bipolar disorder"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient was found to have uterine leiomyoma ("fibroids on her uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping during her menstrual cycle"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bipolar disorder, diabetes mellitus and abdominal pain outcome was unknown and the fatigue, dyspareunia and uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: doctors have informed plaintiff that they need to perform an ablation if the medication for her fibroids is not successful. Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Previously reported insertion date: (B)(6) 2009. Discrepancy in date(s) of insertion: (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion otherwise normal study. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.